Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The unit was analyzed and upon visual inspection no issues were found that would be related to the reported event. The unit was placed on a well-known system and the unit functioned as expected. The unit will be returned to the original equipment manufacturer for additional analysis. The complaint was confirmed based on failure analysis. The probable root cause of error m-36 is attributed to installation issues preventing energy activation. The instrument may be installed on the patient side cart arm, but the energy cord may not be properly connected to the instrument and/or generator.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported to technical service engineer (tse) that the monopolar was not detected. The customer stated that rebooted the erbe and changed the monopolar cable, but the issue reoccurred. Tse requested to change instrument and arms. The customer put the instrument on usm arm 2, but the issue reoccurred in both sockets on vio erbe artemis show me error m-36. The procedure was competing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system initially powered on without any errors. The surgeon was not able to use the monopolar port. A different energy cable was used. The procedure was completed using the same erbe generator.